Event description:
The pump was reported to have been set up in ER for irrigation with saline at 199ml/hr. The reporter stated that after the pt was discharged, it was found that no solution had been infused. The biomed was called to the ER to view the pump and reported finding a section of IV tubing was outside the tubing path. The biomed expressed concern that no fluid was infused without an alarm. According to the reporter, there was no pt injury associated with this incident.